Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing did not duplicate the reported issue. The event history contained no relevant events related to the reported issue. However, upon further investigation, the air detector was found to be damaged. Repairs were not performed as the unit was deemed beyond economical repair.

Event description:
It was reported that the device was found to have a downstream occlusion during testing. There was no patient involvement.